Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neuropathy peripheral ('neuropathy-finger tips and feet hurts to walk') in a 23-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pills; for an unreported indication: depo provera from 2003 to 2004. Concurrent conditions included adnexa uteri mass, endometriosis, pelvic congestion, dysfunctional uterine bleeding, tendonitis and knee injury. Concomitant products included etonogestrel (implanon) since 2008. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced gingival bleeding ("dental problems: bleeding gums"), allergy to metals ("nickel allergy"), inflammation ("nickel allergy belly button piercing became inflamed within 24 hrs and had to be removed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth fracture ("teeth started breaking off"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced cystitis ("bladder infection"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant). In 2018, the patient experienced irritable bowel syndrome ("ibs"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with antibiotics, paracetamol (pain reliever) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, cystitis, nausea, gingival bleeding, neuropathy peripheral, allergy to metals, inflammation, dyspareunia, irritable bowel syndrome, fibromyalgia and tooth fracture outcome was unknown and the dysmenorrhoea had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fibromyalgia, gingival bleeding, inflammation, irritable bowel syndrome, menorrhagia, nausea, neuropathy peripheral, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Mild diffuse periportal edema. Differential considerations as discussed above. 2. Diffusely fluid-filled appearance of small bowel suggestive of enteritis.. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Mild diffuse periportal edema. Differential considerations as discussed above. 2. Diffusely fluid-filled appearance of small bowel suggestive of enteritis.. Hysterosalpingogram - in (B)(6) 2008: not provided. Concerning  the injuries reported in this case, the following ones were confirmed in patients medical records; pelvic pain, dyspareunia. Concerning the injuries reported in this case, the following ones were confirmed in patients via mr: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Case becomes an incident. New events added (mr): pelvic inflammatory disease. New events added (pfs): abnormal bleeding (vaginal), menorrhagia, bladder infection, nausea, dental problems, neuropathy-finger tips and feet hurts to walk, nickel allergy, dysmenorrhea, dyspareunia, ibs, fibromyalgia, bleeding gums, nickel allergy belly button piercing became inflamed within 24 hrs. And had to be removed, teeth started breaking off. Outcome of the event pelvic pain updated to recovering/resolving. Outcome of the event dysmenorrhea updated to recovered/resolved. Reporters, concomitant drug, concomitant conditions, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neuropathy peripheral ('neuropathy-finger tips and feet hurts to walk') in a 23-year-old female patient who had essure (batch no. 626217) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pills; for an unreported indication: depo provera from 2003 to 2004. Concurrent conditions included adnexa uteri mass, endometriosis, pelvic congestion, dysfunctional uterine bleeding, tendonitis and knee injury. Concomitant products included etonogestrel (implanon) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced gingival bleeding ("dental problems: bleeding gums"), allergy to metals ("nickel allergy"), inflammation ("nickel allergy belly button piercing became inflamed within 24 hrs and had to be removed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth fracture ("teeth started breaking off"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced cystitis ("bladder infection"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant). In 2018, the patient experienced irritable bowel syndrome ("ibs"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with antibiotics, paracetamol (pain reliever) and surgery (hysterectomy with bilateral salpingectomyoophorectomy (bilateral removal of ovaries) (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, cystitis, nausea, gingival bleeding, neuropathy peripheral, allergy to metals, inflammation, dyspareunia, irritable bowel syndrome, fibromyalgia and tooth fracture outcome was unknown and the dysmenorrhoea had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fibromyalgia, gingival bleeding, inflammation, irritable bowel syndrome, menorrhagia, nausea, neuropathy peripheral, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for-dyspareunia, menorrhagia, fibromyalgia, bladder infection, gi condition, dental problem, nausea, neurological condition. Discrepancy noted for essure insertion date- (B)(6) 2008. Discrepancy noted for essure removal date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Mild diffuse periportal edema. Differential considerations as discussed above. 2. Diffusely fluid-filled appearance of small bowel suggestive of enteritis.. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Mild diffuse periportal edema. Differential considerations as discussed above. 2. Diffusely fluid-filled appearance of small bowel suggestive of enteritis.. Hysterosalpingogram - on (B)(6) 2008: not provided. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received: lot number was added, essure insertion date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neuropathy peripheral ('neuropathy-finger tips and feet hurts to walk') in a 23-year-old female patient who had essure (batch no. 626217) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pills; for an unreported indication: depo provera from 2003 to 2004. Concurrent conditions included adnexa uteri mass, endometriosis, pelvic congestion, dysfunctional uterine bleeding, tendonitis and knee injury. Concomitant products included etonogestrel (implanon) since 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced gingival bleeding ("dental problems: bleeding gums"), allergy to metals ("nickel allergy"), inflammation ("nickel allergy belly button piercing became inflamed within 24 hrs and had to be removed"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth fracture ("teeth started breaking off"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced cystitis ("bladder infection"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant). In 2018, the patient experienced irritable bowel syndrome ("ibs"). On an unknown date, the patient experienced nausea ("nausea"). The patient was treated with antibiotics, paracetamol (pain reliever) and surgery (hysterectomy with bilateral salpingectomyoophorectomy (bilateral removal of ovaries) (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, cystitis, nausea, gingival bleeding, neuropathy peripheral, allergy to metals, inflammation, dyspareunia, irritable bowel syndrome, fibromyalgia and tooth fracture outcome was unknown and the dysmenorrhoea had resolved. The reporter considered allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fibromyalgia, gingival bleeding, inflammation, irritable bowel syndrome, menorrhagia, nausea, neuropathy peripheral, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for-dyspareunia, menorrhagia, fibromyalgia, bladder infection, gi condition, dental problem, nausea, neurological condition. Discrepancy noted for essure insertion date- (B)(6) 2008. Discrepancy noted for essure removal date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Mild diffuse periportal edema. Differential considerations as discussed above. 2. Diffusely fluid-filled appearance of small bowel suggestive of enteritis.. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Mild diffuse periportal edema. Differential considerations as discussed above. 2. Diffusely fluid-filled appearance of small bowel suggestive of enteritis.. Hysterosalpingogram - on (B)(6) 2008: not provided. Lot number: 626217 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.